Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose level of 415 mg/dl. The customer's mother stated that her daughter was using an older insulin pump because they did not like the newer insulin pump. Standard troubleshooting was performed but was unable to be completed. The customer's mother was advised to change the reservoir, insulin, and the infusion set. The product is not being returned. Nothing further was reported.